Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, titan otr was explanted and returned to product evaluation with no reason for the revision surgery provided. Product evaluation discovered a cylinder exhaust tubing leak during testing of the returned device.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations on the exhaust tube of cylinder #1, indicating contact with unshod instrumentation. Testing revealed these to be sites of leakage. Surface abrasion is noted on the inlet tube of the pump, on the strain relief and exhaust tube of cylinder #1, on the exhaust tube of cylinder #2, on the inlet tube of the reservoir, and on the detached inlet tube. A group of partial separations are noted on the exhaust tube of cylinder #1 near the strain relief. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump, cylinder #2, the reservoir, or the detached inlet tube. Because no information was received indicating the reason for return and because no functional abnormalities were noted other than instrument damage, quality cannot determine the reason for removal. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation on the exhaust tube of cylinder #1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.